Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the blade of the vessel sealer extend (vse) instrument would not retract and the vse was unable to seal appropriately. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. On 04/20/2026, intuitive surgical, inc. (Isi) received user facility report 4100120000-2026-8011 stating: vessel sealer for davinci blade wouldn't retract, unable to seal appropriately. Another was used to finish procedure. No harm to the patient.